Event description:
Pt was born with a congenital deformity requiring a cochlear implant, which was implanted in 2007. Since (B)(6) 2013, the pt said he has been experiencing a lot of pain, he says it feels like the implant is attacking his cranial nerves. Pt stated it's acting similar to a vagus nerve stimulation device. He says the implants are pulsating, he feels vibrations and has dizzy spells. He said sometimes he gets heating sensations on certain parts of the body where nerves are. Pt is concerned something is wrong with the implants or that maybe the implants have been hacked. He said he is waiting to receive medial records for more specific information regarding the device.